Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 300 mg/dl. Reportedly, the customer has been using trusteel infusion sets for longer than the recommended 48 period, tandem technical support educated the customer on the correct usage. The customer resumed insulin therapy.